Event description:
The patient's father reported the infusion tubing broke at the luer connection of the infusion set. He stated this has occurred several times over the past 3 months. No physiological effects were reported. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.